Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) administered a shock, and upon interrogation a yellow screen indicated a shorted lead system had been identified. The episode detail indicated less than 20 ohms impedance was measured.